Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of investigation.

Event description:
Robotic lap cholecystectomy - "inzii bag broke inside of patient." The bag tore went trying to remove the gallbladder, resulting in bile spilling in the patient's body cavity. It is unknown if any instruments came in contact with the bag. The incision size is unknown, the caller believed a 12mm trocar was used, and the specimen size is unknown. Spillage of bile in abdomen, unable to place mesh for hernia repair, prolonged time under anesthesia. Type of intervention - an additional bag was used. Patient status - applied medical received additional information via team member on may 22, 2017 via phone: the contact at the facility was not informed of patient injury or a prolonged hospital stay due to the event.

Manufacturer narrative:
The event unit was returned for evaluation. Upon visual inspection, engineering confirmed that the tissue bag had a burst near the distal end. Engineering's analysis has determined that it is likely that the tissue bag was exposed to forces that were greater than what the bag material was able to withstand. In the instructions for use (IFU), it is stated that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.